Event description:
Complaint received reporting complaint received regarding leakage issue with one (1) 12512-01, microclave clear connector; lot # unk. The report states port accessed with huber needle. Bifurcated piece of tubing connected to needle with two clear microclaves attached to proximal end distal tubing. Routine flushing through distal clave - fluid and blood squirted out proximal clave onto pt pillow and the pt upon flushing. There were no adverse pt consequences reported.

Manufacturer narrative:
MFR's analysis: device return: one (1) used 12512-01, microclave clear connector. No mating devices were returned to evaluate. Pre-decontamination visual analysis recorded the presence of dried blood within the interior between the spike and the silicone seal on the returned used 12512-01 microclave. Qe engineering analysis: the returned 12512-01 device was tested per the applicable product specification. The result recorded no performance issues, leakages and/or out of spec conditions. Engineering notes: the microclave connector is rated/capable of 45psi back pressure; however, small syringes can generate pressures much greater than 45psi. In order to prevent back pressure leakage, the line or lines not in use should be clamped while back pressure is applied from an adjacent connector. Additional testing was performed in attempts to replicate the reported leakage. The 12512-01 device was pressurized from the male luer side (back pressure), when the pressure reached 80psi, internal leakage (between the cap and silicone plug) was observed but no external leakage occurred. The returned 12512-01 device was then disassembled and evaluated. The engineering analysis documented no damages or abnormalities with the internal components. Conclusion: visual eval of the "as-received" used 12512-01 confirmed internal leakage between the cap and the silicone plug. Testing of the 12512-01 device to product specifications recorded no internal or external leakages were replicated. This complaint report and investigation findings have been entered in the MFR's complaint database for monitoring and trending. Additionally, the investigation findings have been communicated to the facility for their review and understanding.